Event description:
Team noticed an odor of smoke coming from hallway. Pulled fire alarm. Odor was discovered to be coming from alaris pump battery and pump was in use with patient. Upon discovery, pump immediately removed from use and new pump obtained for patient. Patient did not experience any injury from event. It appears the pump battery was melting. Battery replaced 2/21 - interstate # med (B)(4). Manufacturer response for ivac, alaris infusion pump (per site reporter). The manufacturer has not provided a report yet.